Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 9 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he lost consciousness on a train and regained consciousness at a hospital 5 hours later. Customer was diagnosed with low blood sugar and received an unknown treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed all results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 9 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he lost consciousness on a train and regained consciousness at a hospital 5 hours later. Customer was diagnosed with low blood sugar and received an unknown treatment. There was no report of death or permanent impairment associated with this event.